Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device the image guide tube coating of the tracheal intubation fiberscope had peeled off. There were no reports of patient involvement.